Manufacturer narrative:
Device data confirmed hypoglycemia on (B)(6) 2026 during the first 48 hours of ilet therapy. Review showed significant glucose variability with frequent meal announcements limiting early algorithm adaptation. A rise in cgm glucose triggered correction insulin, followed by a larger-than-usual meal dose; insulin dosing stopped appropriately once glucose began trending downward. Cgm glucose fell below range approximately 95 minutes later. Engineering logs (synced (B)(6) 2026 at 8:48 am) showed no malfunction alerts, motor errors, factory resets, or delivery inaccuracies. The device functioned as intended. The event is consistent with early therapy adaptation and glucose variability. No device malfunction was identified.

Event description:
It was reported that a user experienced significant blood glucose variability while using the ilet, with recurrent nocturnal lows and rapid declines following postprandial hyperglycemia; the caregiver noted grazing eating patterns and that the system delivered additional corrections preceding a fast drop, and emergency services were contacted when the user had a low blood glucose with seizures, for which glucagon nasal spray and oral glucose were administered, after which the user was taken to a hospital where glucose levels rose without admission. Symptoms included hypoglycemia with seizures. Outcomes included emergency intervention with glucagon and oral carbohydrate and an emergency department evaluation without admission. Investigation included review of device data and glycemic patterns by the support agent and referral to the clinical diabetes specialist to review cgm targets, particularly overnight, and to assist with pump setting adjustments when a replacement device is activated. Investigation of this case revealed blood glucose excursions with subsequent automated correction contributing to rapid glucose decline in the context of grazing behavior; the underlying cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.